Event description:
The customer reported that the ortho provue read a sample barcode ID incorrectly. Sample misidentification may lead to the reporting of erroneous test results. The customer identified the issue, preventing erroneous results from being reported.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer contacted the customer via phone. Investigation revealed that the issue was isolated to the barcodes printed from the same internal dept from the customer site. The fe had previously visited the site regarding a similar issue and had replaced and adjusted the sample camera. The customer was to monitor the problem and contact ocd if the issue was not resolved. This customer has not logged any similar complaints against this analyzer since this incident.